Manufacturer narrative:
Information added to h3, h4 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the problem could not be reproduced and no other defects that might have affected the event were confirmed, the root cause of the event reported could not be specified. However, it was presumed that the event might have been caused by temporary poor contact at the electrical contacts on the connector and system side, or by an abnormality in peripheral devices. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). Instruction manual ltf-190-10-3d operation manual chapter 3 preparation and inspection: 3.6 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex 3d deflectable videoscope showed the b30 (scope communication error). The event occurred during reprocessing. There were no reports of patient harm.